Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low battery alert and high readings. The customer's blood glucose value was 600+ mg/dl. The customer treated with a bolus and ten percent for his ketones. The mother stated that they received low battery alarm and then 15 minutes later, the pump died on him. The customer declined to troubleshoot for high readings. The product was not returned for analysis.